Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, yellow particles in the shell and opening on radius. Leak test and microscopic analysis was performed which identified: striated opening on radius and puncture opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage. A punctured assessed as surgical damage like.

Event description:
Healthcare professional additionally reported ""plug strap separated from hole by fibrous tissue¿. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿yellow particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Device has been explanted and replaced.